Event description:
Patient had outpatient MRI and was discharged. Patient returned as an inpatient 7 days later. Burns were reported by the patient at that time. Burns were on chest in areas where electrodes were applied.======================manufacturer response for MRI scanner, signa hdxt (per site reporter).======================on site evaluation of equipment by ge. Ge reports no problems when doing test and calibrations.======================manufacturer response for monitor, physiological, MRI, veris (per site reporter).======================an investigation questionnaire was completed. Follow up recommendations were received.======================manufacturer response for electrodes, ECG, MRI (per site reporter).======================manufacturer requested sample product from the same lot numbers to be returned to them for evaluation.